Manufacturer narrative:
The t:flex user guide states, "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while customer was attempting to fill the tubing during supply change, the luer-lock connection was not tight and insulin was not seen dripping from the tubing. During troubleshooting with tandem technical support, customer was instructed to tighten the luer-lock connection and continue to fill tubing until drops were present. Customer completed fill tubing and resumed insulin successfully. There was no reported impact to customer's blood glucose.

Manufacturer narrative:
There was no impact to the user's blood glucose level.